Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog. Serial#: unknown. Product type programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member/patient representative (pt rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) rep. Mentioned a few months ago they could not get the pt programmer to connect to the ins and the pt rep. Contacted manufacturer representative (rep) a few months ago and met with rep at the healthcare provider (hcp) office. Pt rep. Said rep temporarily fixed the issue. Now, the pt rep. Said the pt programmer would not even turn on. Pt rep. Said the pt programmer would sometimes turn on and go off again soon after turning on; sometimes pt programmer would not even turn on. Pt rep. Said the issue had "something to do with the button or the connection." Pt rep. Said they called mdt rep today and rep told the pt to call pats and "have them send you a new one." Pt rep. Said they were going to the hcp again today. When patient services specialist (pss) asked the pt rep. To troubleshoot, the pt rep. Got escalated and refused to troubleshoot. Pt rep. Insisted the pt programmer be replaced because the mdt rep. Said it should be replaced. Pss asked the pt rep. To p rovide the serial number for the pt programmer, but pt rep. Said they would have to call back to provide the serial number. Hcp information not asked due to escalated pt rep. Pt rep called back re-reporting information previously documented in this case. Pt rep called back with equipment however, they had an iphone instead of a patient programmer. Caller did not know if pt had the ins replaced but said the rep had told them to call ps. Pt rep said they noticed the screen was buckled now that they took it out of the case. P ss reviewed to follow up with hcp/rep for further assistance getting clarification on which device pt has implanted and needs assistance with.